Event description:
It was reported that while in use with a patient, the device cuff was "defective". There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Event problem and health effects, updated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received 13-apr-2023: on 11-mar 2023 the cuff burst/hairline crack, trach change was made. It was also reported that never before has the "cuff burst/hairline fracture" in ten (10) years of ventilation.